Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device each sealed in their blister package and display box. The reported condition for this incident was component disengaged, a piece fell off. There was no visual and functional evaluation of the instruments found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional: (phone number, fax number), evaluation summary: post market vigilance (pmv) led an evaluation of one device. The reported condition for this incident was component disengaged, a piece fell off. The visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. A component of the device broke off but did not fall into the cavity of the patient. In order to resolve the issue and complete the case, changed the stapler. There was no patient harm. The patient status is alive, no injury.